Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and accuracy testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed false negative human thyroid stimulating hormone (tsh) results for one patient generated using the architect tsh reagents. The following data was provided for the same patient, two samples from the same patient were tested. The customer uses range 0.460 to 4.7 uiu/ml. Sid (B)(6) initial 0.073. Repeat using another method showed a higher value, 1.421 uiu/ml, however the specific method was not provided. Sid (B)(4) initial 1.108, repeat 1.5120. No impact to patient management was reported.